Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap w/moisture) issue. The reporter alleged that there was moisture/corrosion in the pump. It was noted that the battery cap threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/25/2014 with the following findings: visual inspection revealed that the battery compartment was cracked above and below the grip pad to the case seal. Evidence of moisture was found inside the battery compartment. The returned battery cap was not able to be properly secured or removed from the pump due to the top of the battery cap being worn. The pump was not able to be powered on during testing. A leak test was performed and a battery compartment leak was found. The pump case was removed and no evidence of moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.